Event description:
It was reported that a caregiver initiated the ¿fill tubing¿ step on the ilet infusion set and cartridge change before they were ready, while the tubing was not connected to the body, and a customer care agent provided troubleshooting and education that enabled the user to rewind and restart the supply change correctly. There were no reported symptoms or clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included technical support troubleshooting and user education regarding correct supply change steps. Investigation of this case revealed user operational error during the supply change sequence, with the device functioning as designed once the steps were performed correctly. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not in accordance with instructions.